Manufacturer narrative:
New information has been provided. Date the event was received by the manufacturer, was 07/02/2013.

Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e-module. The customer provided data for 78 patients, 20 of which had discrepant results that were reported outside the laboratory. The customer stated that on (B)(6) 2013, the quality control results for all the assays tested on this e-module were out of range. The field service representative manually cleaned the sipper tubing with isecleaner and a syringe. He detected some lint gauze used for maintenance. After the cleaning, he performed a system volume check and measuring cell preparation. Quality control was repeated and the results were within the acceptable range. The system was then released for routine testing. During the time leading up to the unacceptable quality control results, only hcgb was run on the analyzer. Please refer to the attachment to the medwatch for patient results. The initial results were released to the patients. The repeat results did not show any changes in the diagnoses and the patients were not notified. There were no adverse events. The hcgb reagent lot number was 171601. The expiration date was requested but not provided.